Event description:
Customer reported there was no scan icon on device. Configuration in rals plus enabled. Customer stated performing a soft reset, dock, and hard reset. Device would not power up. A request was made for the return of the suspect device and replacement product was sent.